Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power supply connections were reseated. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed a communication error message, and would not display an image. No pt injury was reported.